Manufacturer narrative:
Evaluation summary: a sample is being returned. Product history records were reviewed and documentation indicated the product met release criteria. Associated products were not provided. Root cause has not been identified. Additional information has been requested but not received to date. (B)(4).

Event description:
A customer reported that one day after surgery the patient experienced ocular inflammation, hypopyon, corneal edema, cyclitic membrane and anterior chamber tyndal grade four. Lot concerned was put into quarantine and antibiotic therapy was started for the patient. Corneal samples and/or anterior chamber puncture will be performed as well as a postoperative follow-up visit. Additional information has been requested but not received to date. This is one of three reports being filed for this facility. This report is for the third patient.

Event description:
Additional information was received from the customer who reported that the patient experienced an immediate inflammatory reaction after surgery: endophthalmitis. There was no infection and the patient seems to be fine.

Manufacturer narrative:
(B)(4)